Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's family physician found that the patient's heart rate was too fast and the rate settings were too aggressive. The patient went to the cardiologist's clinic and the device was reprogrammed. The patient's heart rate was lower. No further patient complications were reported as a result of this event.